Manufacturer narrative:
The device was returned to zoll medical corporation. The malfunction was duplicated and attributed to a faulty transformer on the processor/bridge/pace board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corp has rec'd the prod and will be providing a f/u report when out investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib pacer device failure" message. Complainant indicated that there was no pt involvement in the reported malfunction.